Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient with this right ventricular (rv) lead was admitted to the hospital after a heavy fall. The patient broke their left arm and injured the left shoulder. Interrogation of the device revealed high, out of range pacing impedance (greater than 3,000 ohms), loss of capture and noise on the right ventricular (rv) since (B)(6) 2022. The rv lead showed lead safety switch from bipolar to unipolar. The rv lead was explanted and discarded. A new lead was implanted. No additional adverse patient effects were reported.